Manufacturer narrative:
One syringe pump was returned for analysis in good condition. No physical damage was found upon visual inspection, but the battery was observed to not be charging. The tube seal grommet was damaged with noisy operation was found. The event history log was reviewed; no discrepancies were found. Accuracy testing was performed; passing testing and within required specifications. Based on the evidence, no fault was found as the complaint was not confirmed.

Event description:
Information was received indicating that a smiths medical medfusion® 3500 syringe pump was found not to be infusing accurately. There were no reported adverse effects.